Event description:
Breast implants that were removed. Patient with bilateral capsular contracture and ruptured implants. Per pathology report: breast, right: received is a 166 g, 9.4 x 9.4 x 4.4 cm previously disrupted breast implant with a smooth, clear, colorless wall. The wall displays a 1.5 cm slit-like transmural defect, extruding thick gelatinous clear, colorless material. A definitive inscription is not grossly appreciated. Breast, left: received fresh is a 182 g, 13.0 x 8.0 x 3.5 cm previously disrupted saccular portion of tan-pink membranous tissue with extruding clear, colorless gelatinous material the membranous tissue has adherent lobulated, yellow, glistening adipose tissue and is focally thickened. A definitive inscription is not grossly appreciated.